Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. It was also reported that the pump battery was depleting quickly resulting in pump shutting down. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified, additionally; a data log corruption issue was identified.